Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported unknown side capsular contracture baker grade unknown. Device remains implanted. This is for the left side

Event description:
Patient reported unknown side capsular contracture baker grade unknown. The device has been explanted. This is for the left side

Manufacturer narrative:
Photo analysis results: visual analysis of the photographs identified: capsular contracture: unable to observe since it is not related to the device. Anxiety-product/procedure: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported unknown side capsular contracture baker grade unknown. The device has been explanted. This is for the left side.

Event description:
Patient reported unknown side capsular contracture baker grade unknown. The device has been explanted. This is for the left side.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ capsular contracture: unable to observe since it is not related to the device. ¿ anxiety-product-procedure: unable to observe since it is not related to the device. As per the investigation procedure crease deformation, particles was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d.9., h.2., h.3., h.6.